Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin pushed back in the connector which caused the error code. Therefore, the reported condition was confirmed. The pin pushed back in the connector was determined to be a result of the connector not being properly aligned and forced into the female connector when plugging it into console. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had an e8 error code. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.